Event description:
From staff: drill bit broke during surgery. From operative report: of note I did break a drill bit in 1 of the proximal holes. I elected to leave the broken drill bit in place, because I felt it was more harmful to try to dissect out to get that broken drill bit then to leave it. At this point good hemostasis was achieved and noted. I then closed the fascia of the vastus lateralis.